Manufacturer narrative:
The display was blank due to moisture damage to the battery cap and the battery cap assembly.

Event description:
It was reported that the insulin pump turns off without warning. Nothing further was reported.